Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, a polarxfit was selected for use. The device was prepared and used as usual. No issues occurred while ablating the left pulmonary veins (lpv). While inflating after cooling in the right inferior pulmonary vein (ripv), the error 1 - 00004000-2: console detected blood in the catheter occurred, and inflation could not be performed. The balloon was replaced, there was no discomfort when pulling out the balloon, it was removed smoothly. The balloon was checked, and blood could be seen in the balloon. The procedure was completed with another of the same type of device without patient complications. The device has been received for analysis.

Event description:
During a cryo procedure to treat an atrial fibrillation a polarxfit was selected for use. It was reported that when inflating after cooling the right inferior pulmonary vein, the error 1 - 00004000-2: console detected blood in the catheter occurred, and inflation could not be performed. The balloon was replaced, there was no discomfort when pulling out the balloon, it was removed smoothly. The balloon was checked, and blood could be seen in the balloon. The procedure was completed without patient complications.the device has been received for analysis.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Visible blood was observed inside the balloon region. The polarx was not leak tested or functional tested due to the visible blood. The device was dissected and pressurized in a water bath to locate a leak. A leak path was found pressurizing the inner balloon coming from the guidewire lumen tip. This indicates a breach in the guidewire lumen. The balloons were cut away which revealed a crack in the guidewire lumen that allowed blood to ingress into the balloon. The crack was in the adhesive on the distal side of the marker band. The laboratory analysis was able to confirm the visible blood allegation seen on the field.